Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling testing without duplicating the report. The device was recertified and returned to the customer. The device is turned on with attach pads and perform CPR messages. Exactly two minutes later the device prompts stand clear followed by shock advised and press shock messages. The user does not press shock and 33 seconds later the device prompts stand clear again. It advises the user to press shock again, which the user does not press the shock button. 33 seconds later another stand clear, shock advised, and press shock prompts. The shock button is not pressed, and the device prompts to perform CPR 30 seconds later. The device is then turned off for three minutes and then started up in auto defib mode. The device continued to give these prompts multiple times and the end user did not press the shock button. The device is not designed to advise a shock on normal sinus rhythm as stated in the"clinical performance results (adult patients)" located in the r series operator's guide. The clinical files were not available for review to evaluate the algorithm's decision. No trend is associated with reports of this type.